Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv, ma, and collimator were calibrated during the service call. The reported issue is currently under investigation.